Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discordant duplicate glucose (glucm) results generated by unicel dxc 600 synchron clinical system for two patients. No erroneous result was reported out of the laboratory. The results were confirmed on an alternate instrument prior to reporting to the physician. There was no effect to the patients or to the user.

Manufacturer narrative:
Calibration and qc results were within the established specifications. No service call was initiated or requested. A root cause has not been determined for this event.